Event description:
Caller reported a cartridge alarm with a pump, which did not have an adverse impact on the customer¿s blood glucose level. The issue did not occur during the load process, and although there had been previous reports of different cartridge alarms, this specific alarm had not been previously reported with the pump. Technical support confirmed the occurrence of alarms with consecutive cartridges and decided to replace the pump. Since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.